Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer reported that the pump was not delivering insulin and customer¿s current blood glucose level was 289 mg/dl. The customer was treated with insulin injection for high blood glucose level. The customer performed hp test and found that no delivery occurred. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test.